Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported abnormal lump has grown since using aligners. Dentist advised it was bone and not jaw tissue that requires medical intervention to be removed.